Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-00298. It was reported that stent damage and stent thrombosis occurred. The patient was presented with acute myocardial infarction. A 16x3.50mm and a 20x2.50m promus premier stents were implanted in an overlapping manner at the proximal left circumflex (lcx) to the distal lcx. After intravascular ultrasound (ivus) was performed, the guide wire which was at the posterolateral lcx was removed from the patient without a resistance. During final angiography, the stent was found to be deformed but the inner lumen was not deformed and the procedure was completed. Eight days post procedure, a stent thrombosis was noted and the target lesion revascularization was performed. No further patient complications were reported.